Event description:
It was reported that the implantable pulse generator (ipg) device diagnostic data is showing atrial pace-ventricular sense (ap-vs) at 70 bpm and then suddenly it goes to atrial pace-ventricular pace (ap-vp) at 150 bpm. It was also reported that there is concern about the rapid increase in pacing and about the functionality of the sensor in the device. It was further reported that the device sensor was turned off with no further episodes. The rate response was lowered to the least aggressive setting in case of mode switch and the ipg device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Inappropriate fast rate response occurred. Technical consultant review revealed that the ventricular high rate (vhr) episode recordings show the intervals remain at a fixed value for several beats and then step up or down to a new interval. The sensor rate histogram also shows that the sensor rate is mostly around 60 bpm with only a small percentage of rates in each bin up to 150 bpm. This means that the high sensor rate is not occurring all of the time. The vhr episode review shows the following trend: 3 episodes around 10 pm on (B)(6) 2011, 1 episode at 2:03 pm on (B)(6) 2011, 9 episodes around 10 pm on (B)(6) 2011. It may be related to the patient's activity at that time of day.